Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), it was suggested to swap lamp assemblies with another unit and the issue was resolved. The device will not be returned to olympus for evaluation, as the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the exera iii xenon light source emergency lamp was still on after replacing the bulb. There were no reports of patient harm.

Event description:
The customer reports the device was inspected before use and the issue was found at procedure, that was completed using the same set of equipment. Patient was not under anesthesia and there was any delay on the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that emergency lamp was still on after the lamp was replaced because the lamp was a third-party product. The event can be prevented by following the instructions for use which state: "the light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 8, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 8, contact olympus. The light source is to be repaired by olympus technicians only." Olympus will continue to monitor field performance for this device.